Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump may not be delivering insulin properly. Customer stated that she woke up with a high blood glucose level, and it has lowered very slowly. Blood glucose level was not provided at the time of the call. Most recent blood glucose level was 205 mg/dl. During troubleshooting, the insulin pump's alarm history showed that an error alarm was returned several months prior to the call. The insulin pump was functioning properly. No further information was provided.